Event description:
Bayer healthcare received customer complaint followed by customer letter about fragility of the microcapillary tubes. It was stated by the customer that users (nurses) at their hospital facility were injured by broken capillary tubes while capping the tubes which exposed them to pt blood.